Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by power issue. The field service engineer replaced drawer controller card to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had shut down, with a completely blacked-out screen, while an rn was pulling medicines and it was unable to reboot. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.